Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 602 module. The sample initially resulted with a tsh value of 1.59 uiu/ml and this value was reported outside of the laboratory to the patient and physician. The sample was repeated on (B)(6) 2018, resulting as 6.23 uiu/ml. The repeat result was believed to be correct and a corrected report was issued. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 307192, with an expiration date of 30-sep-2018. No bubbles were observed in the reagent or sample. The sample did not have any fibrin, clots, hemolysis, or lipemia. Calibration and controls were within acceptable ranges.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.